Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. Two clips were implanted and the mr was reduced to grade 2. The procedure was completed successfully. During an evening transthoracic echocardiogram (tte) a single leaflet device attachment (slda) was observed. The anterior leaflet was detached and the mr was grade 3. Follow-up will be performed, but it is unknown why the slda occurred.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported slda cannot be determined. Mitral valve insufficiency/ regurgitation (mr) appears to be due to the slda. Mitral regurgitation is listed as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.